Event description:
The rptr stated that she remembered that her father had received the er1 message over a year ago, and said that the meter had not been used for over a year. She said that he did not like to test, complaining that he had difficulty getting blood out of his finger. She said that her father's blood sugar has been "out of control" for several years, causing him many complications. She gave the last readings in the meter memory: 99, 101, 35, 187, 117, er1, 139, 0 and er1. She reported that her father was presently hospitalized for reasons unrelated to his diabetes.